Manufacturer narrative:
The stapler sheath will not be returned to isi as it was discarded by the customer. The stapler instrument has also not been returned. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow up MDR will be submitted. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a fragment from the stapler sheath broke off and fell inside the patient. Although, the fragment was retrieved without patient harm, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece of the stapler sheath fell off of the stapler instrument an into the patient. The piece was retrieved without harm to the patient. The stapler sheath was disposed of by the customer and will not be returned to intuitive surgical, inc. (Isi) for failure analysis. The procedure was completed with no report of patient harm, adverse outcome or injury. Isi followed up with the initial reporter and obtained the following additional information: the fragment was retrieved using a different da vinci instrument. The surgeon was removing the stapler from the port when the fragment fell. The instrument did not come in contact with another instrument or other hard material during the procedure. The instrument was inspected prior to use. The instrument was removed during the procedure and the instrument wrist was not straightened upon removal. There were no post-operative tests done to either retrieve or check for remaining fragments. There was no injury to the patient and the patient has not returned to the hospital due to post-surgical complications related to retaining a foreign object. There is no video recording available.